Event description:
It was reported that during a davinci prostatectomy procedure, the surgical staff noticed the large needle driver instrument jaw was broken and that a fragment had fallen into the patient. The fragment was retrieved. No patient harm was reported. Additionally no post operative complications have been reported by this account.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one entire jaw of the instrument had broken off, the broken piece was not returned. Jaw is broken off at the thin wall which may have had a void thus reducing load bearing capacity. The backside of the grip has a gouge, likely caused from instrument collisions, which may have contributed to the grip failure. Per the case notes, the broken instrument component was successfully retrieved from the patient. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.